Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2016-32296. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer removed the battery and received a failed battery test alarm. The blood glucose reading was 525 mg/dl. He treated with a manual injection and declined to troubleshoot. He stated that the alarm had been resolved with a complete set change. The insulin pump was not replaced or returned for analysis.